Event description:
It was reported the connector was broken. The external pulse generator is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the ventricular output connector was broken. It was also noted that one bail and cover were missing. The unit was cleaned and inspected and the ventricular output connector was replaced. A new bail and bail cover were installed. The unit was tested on the automated test system and passed all tests. If information is provided in the future, a supplemental report will be issued.